Manufacturer narrative:
The exposed portion of the soft cannula was observed to be shortened and kinked. Fluid failed to complete the full fluid path as a result. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and the pod was leaking insulin. As treatment, a new pod was applied.